Event description:
It was reported that the patient presented to the operating room for a routine device changeout. During the procedure, the pulse generator exhibited intermittent output. The device was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found normal device characteristics.